Event description:
It was reported that high, out of range pacing lead impedance, high capture threshold, and low sensing values were observed. The lead was explanted and replaced. The patient is doing well.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.